Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made and the patient was stable during and after the changes. The patient would be continued to be monitored.